Event description:
It was reported that a decline in patient's hearing performance was observed. A head trauma was denied by the guardians. The patient was re-implanted on (B)(6) 2014.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.